Manufacturer narrative:
Additional phone number (B)(6). Updated fields: b4, b5, b6, b7, d5, d9, d10, e1 (initial reporter), e2, e3, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge fse inspected the equipment at the hospital and confirms the fault reported by the customer. The scroll compressor was replaced. The equipment has passed all factory specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
It was reported that during a routine customer inspection, the cardiosave intra-aortic balloon pump (iabp) had an automatic inflation malfunction. No patient involvement.

Event description:
It was reported that during a routine customer inspection, the cardiosave intra-aortic balloon pump (iabp) had an automatic inflation malfunction. No patient involvement and no harm reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted. (B)(6).